Event description:
It was reported the subject device image flickered. The issue was found at preparation for use for a therapeutic laparoscopic procedure. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified a device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device image flickered. The issue was found at preparation for use for a therapeutic laparoscopic procedure. There was no patient impact, no harm reported due to the event.